Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the journey ii cr clinical study reports that a patient developed acute renal failure after surgery, requiring prolonged hospitalization. The adverse event was treated with medication and resolved. The clinical study report forms were provided for review, but did not reveal a cause for the adverse event. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did reveal an additional complaint for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient suffer from an acute renal failure on (B)(6) 2018 requiring prolonged hospitalization. Resolved (B)(6) 2018 and discharged home on (B)(6) 2018. Event was confirmed by laboratory data through basic metabolic panel. Event was treated with medication. Also, patient presented confusion 4 days after surgery, the outcome is resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the patient suffer from an acute renal failure on (B)(6) 2018 requiring prolonged hospitalization. Resolved (B)(6) 2018 and discharged home on (B)(6) 2018. Event was confirmed by laboratory data through basic metabolic panel. Event was treated with medication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.